Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho evra and nuva ring. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("sever abdominal pain/ abdominal pain/ abdoinal cramps"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower back pain"), abdominal pain lower ("excessive cramping/abdominal cramping"), abdominal distension ("bloating") and complication of device insertion ("the essure coil was not able to be placed in one of the tube"). The patient was treated with surgery (hysterectomy (partial)/ tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, menorrhagia and complication of device insertion outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2014: the essure coil was not able to be placed in . Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events. Event: menorrhagia and the essure coil was not able to be placed in one of the tubes newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.